Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7130953, medical device expiration date: 05/31/2018, device manufacture date: 05/10/2017. (B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for air bubbles with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for air bubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for air bubbles with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to air pockets in the gel material or by air in the lines during the dispense process. There are purges that allow the operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the amount of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in gel product when the product is sterilized, these bubbles may become larger due to the heat. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had air bubbles in the gel. No report of medical intervention or serious injury.